Event description:
On (B)(6), 2010, the pt's mother contacted animas to report that the pt was admitted to the ICU on (B)(6), 2010 with a 771 mg/dl blood glucose and dka. The pt was wearing the pump at the time of admittance. The pt's pump was removed and was treated with insulin drip. On (B)(6), 2010 morning, the pt was placed back on the pump and the pt's blood glucose was in the 400 mg/dl range so the pt was put back on insulin drip. According to the pt's mother, the infusion site appears healthy and there were no signs of infection or irritation. At the time of the initial call, the pt's mother did not have the pump to troubleshoot with on the phone. The pt's mother contacted animas again on (B)(6), 2010 to report that the pt was still admitted to the hospital. The pt was put back on the pump on (B)(6), 2010 night and the pt's blood glucose went down to 130 mg/dl. The animas representative reviewed the pump setting and noted the following: troubleshooting results indicated no mechanical problems with the pump, basal settings and basal total history match, no associated alarms in history, and there was no bending or kinking of the cannula when site was removed.

Manufacturer narrative:
The reporter confirmed that the pump settings were correct and there were no issues found with the infusion site. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.